Event description:
It was reported that pt arrested in the ambulance en route to the emergency department (ed). A femoral triple lumen catheter was placed in the ed and the pt was transported to the intensive care unit. A spring wire guide (swg) was seen on the chest x-ray and the pt was taken to interventional radiology where a line exchange was completed. The swg had stayed in the original catheter lumen and was removed with the catheter during the line exchange. There was no pt harm. The pt was discharged four days later.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.